Event description:
False negative urine hcg.

Manufacturer narrative:
Retention device testing. Control lot: 25miu/ml hcg urine control, lot: hcg080401-03; 100miu/ml hcg urine control, lot: hcg071016; 208.99miu/ml hcg urine, lot: chg080327-02. Summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 25miu/ml hcg urine control. The 100miu/ml and 208.99iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. Probable root cause: qualitative hcg test may have different sensitivity. So the test results may be discrepant. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and retested. We will do more investigation if the urine specimen can be returned back. Conclusion: the retention devices meet qc specification. No false.